Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4) . Most likely cause for this event was due to a bent nozzle assembly and turntable home sensor failure. On (B)(6) 2016, an fse visited the customer site and found debris interfering with the free and normal motion of the carousel. He located beads, paper and used test cups interfering with the carousel. The fse also cleaned and lubricated all motion components relevant to the error. Then he ran the carousel through its homing process multiple times without failures after the repair work. As verification, the customer then ran tsh quality controls with no issues. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was debris interfering with the carousel.

Event description:
On (B)(6) 2016, a customer reported obtaining error 4004: turntable slip failure with their aia-360 analyzer. The customer was unable to run fsh, beta-hcg, progesterone, e2, prolactin, and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh, beta-hcg, progesterone, e2, prolactin, and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.